Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Vaso-vagal syncope [syncope vasovagal], vomiting [vomiting]. Case description: spontaneous report received in 2008 from a female pt who had a medical history of iodine allergy and a "hypersensitivity reaction to corticosteroids in childhood." The pt received one synvisc injection two days prior. A few minutes after the pt received the synvisc injection, the pt experienced malaise and short loss of consciousness. A few minutes after she woke up, the pt experienced vomiting. No treatment was given to the pt. All events resolved after 1 1/2 hours. The pt reported that she had never experienced "this kind of malaise" and refused to continue the synvisc treatment. As of the date of receipt of this report, the pt had recovered. Investigation summary was received on 12/2/08: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional info was received on 12/5/08 from the reporting physician (rheumatologist). Prior to the first synvisc injection he was "unable to withdraw synovial fluid." He further reported that "synvisc was injected easily and there was no bloody return on aspiration." The physician explained that the pt already complained of "feeling strange" immediately following the first injection. He advised her to pause before standing up. The pt felt better and stood up. After she sat down again for a few minutes on a chair in the physician's practice the pt was "feeling strange" again. The pt was sweating and for a few seconds she did not react when the physician called her. The pt did not fall from the chair, but there was a real loss of consciousness, sweating and hypotension. The pt laid down and her "blood pressure was hypotensive with systolic value of 80 mmhg" with a low heart rate. The physician diagnosed vaso-vagal syncope. A few minutes later, the pt started vomiting. The physician reported that the events lasted for about 1 1/2 hours, but recovered progressively. The blood pressure was measured on an unspecified time and showed systolic blood pressure of 110mm/hg and a heart rate of 65 beats per minute. The synvisc therapy was permanently discontinued. The physician assessed the events as serious and possibly related to synvisc or to the injection itself. Follow-up info was received on 1/8/09 from the treating physician. The pt's initials were confirmed. The physician reported that a few minutes after the first injection the pt experienced malaise followed by a short loss of consciousness that lasted for about 20 seconds. The pt was diagnosed with vasovagal syncope. After that the pt experienced an episode of vomiting. The physician reported that there were "no local signs on the pt's knee." The pt was sweating; systolic blood pressure dropped to 70mmhg. After 30 minutes, the blood pressure increased again spontaneously to 110/60mmhg with a regular heart beat around 100bpm. The physician reported that there was neither erythema nor cynosis. The pt did not complain of any pain, and no vessel was injured during the injection "no blood was found in the syringe on aspiration." The pt was placed on "dorsal decubitis with lower positioning of the head." The pt recovered after 1 and a half hour. The remaining two synvisc injections were not given. The physician assessed the case as threatening, and probably related to synvisc. As of the time of this report, the pt recovered.

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.